Event description:
A customer reported their c10-3v intracavity transducer had a hole in the lens exposing electronics. This probe is associated with the epiq elite ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The service engineer evaluated the transducer to confirm the reported problem. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Based on photographic evidence from the c10-3v transducer, engineering analysis determined that the damage to the lens face resulted from accidental user impact. There was no evidence of non-conforming materials or any design-related anomalies that would require further action.